Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was not responding to up, down, and ok keypad button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition, the button contacts were observed to be inverted and were not springing back. Also, the up and down button contacts were misaligned. The keypad also appeared to be intact with no lifting or peeling. Moisture was observed through the display lens. A last test revealed a keypad leak. There was no reported pt impact associated with this complaint.

Event description:
The pt contacted animas alleging that the pump was not responding to button presses.